Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1 : patient initials is not available. H6: no parts returned for product analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all of the screws placed were inferior to plan. The surgeon was using a perc pin and operating on levels l3-l5. The surgeon reported that all of the screws were placed inferior, but especially those on l5 (was in disc space instead of pedicle, but did not have a number to assign to the deviation). The site resent the trajectories and they were still inferior, so they were corrected under fluoro instead of the guidance system. The screws were placed down one side then the other, operating time was increased by 3-4 hours to move the screws. The cause of the deviation was unknown. The patient weight was recorded as bmi. There was no impact on the patient outcome.